Manufacturer narrative:
Patient's prior c-diff event was reported under MFR# 2916596-2019-00739. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's blood culture were drawn on (B)(6) 2020 they were positive for gpcs and preliminary vancomycin-resistant enterococci. The patient was instructed to present to the emergency department of note, patient with history of bloodstream infections on suppressive cephalexin and oral vancomycin. Vancomycin-resistant enterococci bacteremia felt to be due to translocation from previous c.diff colitis (history of chronic c.diff but cultures negative during this admission) or lvad seeding. Blood cultures have persistently been positive, patient currently admitted. They were administered daptomycin (B)(6) 2020- (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information

Event description:
The site communicated that the patient was re-admitted to hospital(B)(6)2020 for antibiotic optimization.

Manufacturer narrative:
Section b5: additional information

Event description:
It was reported that the patient presented in clinic on (B)(6)2020 with 1 week of upper respiratory infection (uri) symptoms, shortness of breath and productive cough with generalized fatigue and increased pi at home. The patient was seen in clinic and out of concern for infection or vad malfunction, the patient was sent to the emergency department (ed). In the ed, the patient was afebrile and hemodynamically stable. The patient had a mild leukocytosis but otherwise unremarkable labs. The patient's imaging was consistent with pneumonia, for which the patient was treated with azithromycin, ceftriaxone and vancomycin. The patient's symptoms improved and the patient remained afebrile and stable during the admission including normal pis and mean arteriole pressures (maps). The patient was discharged on a regimen of levofloxacin for a total course of (B)(4) days ((B)(6)2020 - (B)(6)2020 ). In final the patient was hospitalized, and had changes to their medication including oral antibiotics and parenteral antibiotics. It was reported that the patient's blood cultures drawn on (B)(6)2020 were positive for giant papillary conjunctivitis (gpcs) and preliminary vancomycin-resistant enterococci (vre). The patient was instructed to be presented to the emergency department. It was noted that the patient had a history of bloodstream infections. The patient was placed on suppressive cephalexin and oral vancomycin. Vre bacteremia was felt to be due to translocation from previous c. Diff colitis or lvad seeding. The patient had a history of c.diff but cultures were negative during admission. The patient's blood cultures have persistently been positive. At the time of report, the patient was currently admitted. The patient was on daptomycin from (B)(6)2020 through (B)(6)2020 the patient was reported to have repeated blood cultures on (B)(6)2020 as the patient had been persistently positive. The patient was re-admitted to the hospital on (B)(6)2020 for antibiotic optimization.

Manufacturer narrative:
Section a2: correction. Section b5: the patient had prior reports of infection events on (B)(6) 2019 (reference MFR # 2916596-2019-00739), (B)(6) 2018 (reference MFR # 2916596-2019-01691), and (B)(6) 2018 (reference MFR # 2916596-2019-01831). Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The heartmate 3 lvas IFU, is currently available. This IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. This document explains that any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The heartmate 3 lvas patient handbook, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.